Manufacturer narrative:
H.6. Investigation: bd received video of samples for investigation. The video was evaluated and the customer's indicated failure mode for stopper function with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that stopper is creeping out prior to use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that the stopper creeps up. Did not meet minimum of 0.7lbf wit a 2nd pull force of 0.280 lbf.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper is creeping out prior to use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that the stopper creeps up. Did not meet minimum of 0.7lbf wit a 2nd pull force of 0.280 lbf.